Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed to open and could not be recovered. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7.1 and all cubies failed and was not detected on the bus. A field service engineer (fse) observed that no lights were glowing in the drawer board or module controller. The fse replaced both the module controller and the drawer board, and both retractor bands to resolve the issue. The drawer and cubie pockets were recovered. The system functioned as intended after the field service engineer repaired the device.